Event description:
Ongoing alerts continue for this issue.

Manufacturer narrative:
The physician is further evaluating the situation. The patient was scheduled for an x-ray.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high pacing impedances on this defibrillation lead. No adverse patient effects were reported. The patient's clinic is aware of the issue.

Manufacturer narrative:
Information suggests this device and lead remain in-service. Should additional information become available this event will be updated.